Event description:
It was reported that the patient presented in clinic for a follow-up check. Upon review, pocket erosion was noted. The implantable cardioverter defibrillator was explanted and replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.